Event description:
It was reported that the left ventricular lead was dislodged verified via fluoroscopy images. The patient presented for the scheduled revision procedure on (B)(6) 2015. The physician noted loss of capture. The lead was explanted and replaced successfully. The patient did not experience any adverse event during or after the procedure. The patient will continue to be monitored.

Manufacturer narrative:
(B)(4).